Event description:
It was reported that the pump fell and the pump touch screen was cracked. Reportedly, the pump was still functional and the customer's blood glucose level was not impacted. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the touch screen was unresponsive.